Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false af episodes were observed when the patient presented remotely via merlin.net transmission. No intervention was performed. Patient will continue to be monitored.